Manufacturer narrative:
According to facility on (B)(6) 2025 "a piece of hair was found inside of the basin that was from the pack (kit)". Per the facility "supplies were opened in a sterile fashion onto the or table and or table was set up, once procedure was started it was noted there was a piece of hair in the basin on the back table". Per the facility prophylactic antibiotics were given due to the hair being located. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to facility on (B)(6) 2025 "a piece of hair was found inside of the basin that was from the pack (kit)".